Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of electromagnetic interference (emi) coming from a tens unit the patient was using, prescribed for their back pain. Technical services (ts) was contacted by the field representative to discuss the patient using a magnet over their device to prevent future inappropriate shocks due to emi while using the unit. The s-ICD system remains in service. No adverse patient effects were reported.